Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine and morphine via an implanted pump. The drug concentration and dose rates of both pump medications were unknown. It was initially reported on (B)(6) 2020 that after having their pump filled around (B)(6) 2019, the patient fell and hit their head. Then for several months patient was confused and in and out of hospital and the patient became paralyzed. It was described that the patient was out of her head and was screaming in pain at that time. The patient was told it was like she was in withdrawals. In (B)(6) of 2019 the patient was getting therapy to learn how to walk again in a nursing home. The patient had gone to the place where she got the pump filled and they did a blood test and urine test and there was no drug found. It was noted that their physician used an ultrasound machine to make sure he gets in correctly. It was further noted that the patients brain had swelled, and she was crazy until (B)(6). In (B)(6). The patient was having new morphine and bupivacaine placed in their pump and then their pain had subsided. On (B)(6) 2020 the patient went to different physician and eventually was told she had guillain-barre. Plasma was filtered and put back in, and after 4 treatments of that the patient was doing better. In may they had broken their leg. It was further reported on (B)(6) 2020 that their last pump refill occurred on (B)(6) 2020. The physician was looking at ultrasound and was having a hard time finding the place to do the refill because of fluid in the abdomen. The patient was having a hernia from colostomy and had the fluid in their abdomen because of the hernia and was going in on (B)(6) 2020 to have a surgery. On (B)(6) 2020 it was further reported that the patient had been diagnosed with guillain-barre, edema on the brain, and then a respiratory infection that was all due to covid 19. Additional information was received via a consumer on 2020-nov-05. It was noted that their healthcare provider uses ultrasound to refill the pump and they were inquiring if there was another way to access pump medication. It was further noted that their pump was empty, and withdrawals was noted.